Event description:
It was reported that the device exhibited a downstream occlusion alarm that could not be cleared and the pump had to be turned off. The product fault occurred during preventive maintenance. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not required. Functional testing was able to replicate the reported issue; ¿downstream occlusion¿ was displayed on the pump. The root cause was determined to be the downstream occlusion (dso) sensor did not work. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.